Event description:
A dialysis facility technician reported a pt experienced chest pain 3 hours and 15 minutes into the treatment on a 1550 hemodialysis machine. The pt's skin was warm and dry and they exhibited no other signs or symptoms. There were no machine alarms reported. The pt completed the treatment and felt better after the blood in the extracoporal circuit was rinsed back. It was also reported that the ultrafiltration (uf) goal was 0.3 kg, however the actual uf was 0.49 kg. The nurse was unable to explain this difference. There was no medical intervention parameters consisted of a 400 incident. The treatment parameters consisted of a 400 ml/minute blood flow rate, 700 ml/minute dialysis flow rate, 4 hour intended treatment time, and pt access was a graft.